Manufacturer narrative:
Device passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart error test, no external ram crc error and no excessive no delivery alarm noted during test. Device received with cracked battery tube threads, minor scratched lcd window, cracked reservoir tube lip, stained end cap sticker, stained address number label, cracked belt clip slot and cracked case reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarms and received no delivery alarm. The customer had high blood glucose and at the time of the incident blood glucose value was 190 mg/dl and current is 282 mg/dl. The customer treated high blood glucose with insulin pump. The customer was neither hospitalized nor admitted for high blood glucose and drive support cap was normal. Based on customer report customer does not allege pump was under delivering and insulin pump passed the high pressure test. The customer declined troubleshooting for no delivery alarm. The customer received experienced multiple unexpected restart error alarms after battery change. The insulin pump will be returned for analysis.